Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately ten years. Based on the follow-up with the health-care-provider, the reason for the explant was due to regurgitation, secondary to severe valve degeneration. Per the operative report, the patient developed symptoms of congestive heart failure. Workup revealed moderate to severe aortic valve degeneration. Operative findings revealed the patient had severe aortic regurgitation due to a tear at the base of 2 leaflets. The previous leaflets were excised, and the new valve was placed inside the old heterograft root. Upon the end of the procedure, the patient had a well functioning aortic valve with no perivalvular leak.

Manufacturer narrative:
Severe valve degeneration.device not returned.additional manufacturer narrative:bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself. Unfortunately, the valve was not returned; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.